Event description:
Medtronic received a report that when pushing the spring coil, the resistance was very large. The spring coil push rod was withdrawn. Only the push rod could be withdrawn as the coil was stuck in the microcatheter. The resistance was at the middle and distal end of the catheter. It was unknown if the catheter was damaged, however, the coil was damaged. The device was prepared as indicated in the IFU. There were no patient symptoms or complications associated with the event. The patient was undergoing surgery for treatment of a saccular, unruptured posterior cerebral aneurysm with a max diameter of 9mm and a 2mm neck diameter. It was noted the patient's vessel tortuosity was normal. Additional information received reported the resistance occurred with the coil in the echelon catheter lumen.

Manufacturer narrative:
The axium prime coil was returned for analysis. The echelon-10 micro catheter used in the event was not returned for analysis. No damages or irregularities were found with axium prime pusher. The shield coil was found intact. The detach element was found still attached to the axium prime pusher. The axium prime implant coil was found broken from the detach element. The implant coil was not returned for analysis. The axium prime coil could not be used for resistance testing due to the damaged condition. Based on the device analysis and reported information, the customer¿s report of coil resistance/stuck in catheter¿ was confirmed as the damages found is indicative of resistance. The returned axium prime coil was found broken. Customer reported the implant coil remained within the micro catheter. It is possible the damage occurred during the attempt to retract the coil out of the micro catheter against the reported resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter or tortuous anatomy. Customer reported devices were prepared per IFU, and patient vessel tortuosity as normal. As the echelon-10 micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.